Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: there was one unexplained pump reboot event observed in the black box. Battery compartment is cracked on the side from threads to cover. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the duration test. There was no evidence of internal moisture or damage to the power circuit found. Unrelated to the initial allegation, the display screen was dim and discolored. Performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that they were unable to fully tighten the battery cap to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.